Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery the lead presented with a damaged section of the electrode cable so the surgeon replaced both the generator and lead. It was reported that the patient was in good condition post surgery. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Attempts to obtain additional information will be made, but no additional information has been received to date.